Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on keypad traces. No moisture damage found on the electronic or motor assembly. The device had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to fluid and the buttons are now unresponsive. Customer's blood glucose reading at the time of the call was 251 mg/dl and stated that she miscounted dinner carbs, however has corrected. No further information reported.